Manufacturer narrative:
Product ID:217f3 product type: electrophysiology (ep) catheter. Product event summary: the 217f3 electrophysiology (ep) catheter with lot number 39930 was returned and analyzed. During external visual inspection of the shaft segment, a kink was observed on the shaft at 42.5 inches from the catheter tip. The catheter smart chip data was reviewed. Data indicated the catheter was used for 17 applications. However, the catheter usage date recorded on the smart chip 2023-03-26 did not correspond to the event date. During system performance testing with the console, the catheter passed the performance testing as per specifications. All the phases were completed without triggering any system notice. No performance issues were identified. In conclusion, the product issue reported (not reaching/unstable temperature) is not likely to cause or contribute to a death or serious injury, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The reported "unstable temperature¿ was not observed during functional testing. The reported issue could not be reproduced. The electrophysiology (ep) catheter failed the return product inspection due to kinked shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to maintain the temperature during cryomapping. Visually the issue appeared to be due to the stability and the location of the electrophysiology (ep) catheter in the heart. Both femoral and ju gular access site were used without resolution. A different catheter was used without resolution. A kink was noted on the shaft of the first catheter. The case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.